Manufacturer narrative:
Per the clinic, the patient had been placed under a general anesthetic on (B)(6) 2021, in order to clean out the infection (previously reported in initial report) and remove the abutment. The patient underwent revision surgery on (B)(6) 2021, in order to be converted to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture. This report is submitted on july 6, 2021.

Manufacturer narrative:
This report is submitted on june 09, 2021.

Event description:
Per the clinic, the patient experienced an infection over the abutment. The patient underwent a procedure to clean the wound and subsequently was treated with antibiotics (date, type and duration not reported). The implanted device remains.